Event description:
It was reported that something went wrong during the implant surgery and he became paralyzed. It was noted that the patient was currently in a rehabilitation facility. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), product type lead; product ID 97754, serial# (B)(4), product type recharger. (B)(4).